Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, it was noted that the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. The patient did not receive inappropriate therapy. Programming changes were made. There were no patient consequences.